Event description:
It was reported that during a lap sleeve the doctor was shocked to find that the device heated up from the outside. The jaw of enseal was extremely hot which led to severe burns in the patient's liver.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2025. B3: event year only reported: 2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: could you please give more information about the event description? The doctor says after doing the sleeve gastrectomy we surprised with the inner surface of the liver as marked by cautery as the enseal jaws transmit the heat and burn the liver. What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No patients consequence. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: s it believed the burns seen on the liver were created while the device activated or from residual heat after the device was activated? Were there any patient consequences due to the liver burns? Were there any medical or surgical interventions required to address the burns on the patient¿s liver? Was the patient¿s post-operative care altered in any way due to the burns? Is the surgeon aware of the following IFU statements? If not, can it be shared with the surgeon? "During and following activation in tissue, the jaws and shaft may be hot. Avoid unintended contact with patient, tissue, drapes, surgical gowns, or other unintended sites at all times. The surface of the active electrode may remain hot enough to cause burns after the rf current is deactivated." "During energy activation in tissue, heat will be produced which may lead to the conversion of water into steam. This may lead to unintended tissue effects in close proximity to the jaws, and it is recommended that precautions be taken to protect surrounding tissue. This effect is more likely to occur when operating in confined spaces" an analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. A single intra-abdominal photo taken during the laparoscopic sleeve procedure showed what appeared to be multiple white strips on the surface of the left liver. According to the complaint description, these marks may be burns caused by the energy instruments used during the surgery. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Corrected data: h1. Additional information was requested and the following was obtained: is it believed the burns seen on the liver were created while the device activated or from residual heat after the device was activated? It's from residual heat after the device was activated. Were there any patient consequences due to the liver burns? No. Were there any medical or surgical interventions required to address the burns on the patient¿s liver? No. Was the patient¿s post-operative care altered in any way due to the burns? No. Is the surgeon aware of the following IFU statements? If not, can it be shared with the surgeon? Yes, he's aware of the IFU statements and I shared with him again. Could you please give more information about the event description? The doctor says after doing the sleeve gastrectomy we surprised with the inner surface of the liver as marked by cautery as the enseal jaws transmit the heat and burn the liver . What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No patients consequence.